Event description:
It was reported that the patient received a dynesys pedicle and set screw 6.0 x 40 on (B)(6) 2008 due to increased pain, loose and broken screws. Further the following was reported: "x-ray showed the screw at the right l4 was broken and the rest of the screws were loose. Left l5 pn (B)(4) and l4 screws were loose. Right and left l3 screws were completely loose. The right l5 pn (B)(4) was not loose. The dto cord was removed after cutting the spacers in one piece. Because of the total loosening of the dynesys screws. The construct was removed without any implant replacement.

Manufacturer narrative:
The MFR did not receive the explanted devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause of this specific clinical event cannot be ascertained from the information provided. However there is no indication for a product failure. Should additional information become available and /or the devices be returned for evaluation and investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measure is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).